Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display and stuck button alarm. The customer's blood glucose was 6.4 mmol/l at the time of incident. The insulin pump had a crack at the back. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing.device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. However, corroded keypad traces noted during visual inspection. Device received with cracked case(battery tube) and cracked battery tube threads.